Manufacturer narrative:
(B)(4). Title: short and long term clinical and patient reported outcomes following laparoscopic ventral mesh rectopexy using biological mesh for pelvic organ prolapse: a prospective cohort study of 224 consecutive patients: source: r. Mclean, m. Kipling, e. Musgrave and m. Mercer-jones. Date: received: august 2017 / accepted 26-oct-2017 / accepted article online: 19-dec-2017. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature, this study aimed to evaluate a consecutive cohort of patients following on a laparoscopic ventral mesh rectopexy procedure, with biological mesh were collected prospectively. Outcome measures were complications, recurrence, mortality, patient satisfaction, patient reported outcomes, were urinary and sexual dysfunction. There was also one case of perineal mesh erosion (0.45%) where the patient extruded mesh via a previous transperineal wound (previous transperineal repair of rectocele with the mesh) 12 weeks after lvmr.